Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that the nurse noticed the central nurse's station (cns) video screen was blank. When powering on cns, the cans spin at a very high speed, and the cns does not boot up. All that can be seen is a blank screen. No patient harm was reported. Service performed and investigation conclusion: nihon kohden (nk) received the device on 05/10/2023. Nk repair center (rc) evaluated the device on 05/18/2023 and completed its repair on 05/19/2023. From the device evaluation, nk rc duplicated the complaint and determined that the central monitor processing unit (cmp/cpu) needed to be replaced to complete repair of the device. The device was sent back to the customer on 05/19/2023 and no recurrence has since been reported. The issue was due to hardware component failure. A definitive root cause could not be determined, but possible causes of component failure may include physical damage or fluid intrusion from user mishandling, accumulation of dust on the cpu fans from the environment, power issues from outages or surges which can affect the integrity of electronic components, or wear-and-tear which depends on device age and frequency of use. Review of the device's serial number shows that the device is over 1 year old and does not have any previous report of startup issues. The following fields are not applicable (na) to the MDR report: b2 d4 lot number & expiration d6a - d6b d7b f1 - f14 g4 device bla number g5 g7 h7 h9 the following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. A2 - a6 b6 - b7 d10 concomitant medical device attempt #1 05/03/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 05/05/2023 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the patient and additional device information as requested. Bedside monitor(s) model: csm-1901a sn: ni device manufacturer date: ni unique identifier (UDI) #: (B)(4)returned to nihon kohden: not returned additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer h10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the nurse noticed the central nurse's station (cns) video screen was blank. When powering on cns, the cans spin at a very high speed, and the cns does not boot up. All that can be seen is a blank screen. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the nurse noticed the central nurse's station (cns) video screen was blank. When powering on cns, the cans spin at a very high speed, and the cns does not boot up. All that can be seen is a blank screen. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the nurse noticed the central nurse's station (cns) video screen was blank. When powering on cns, the cans spin at a very high speed, and the cns does not boot up. All that can be seen is a blank screen. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields are not applicable (na) to the MDR report: b2, d4 lot number & expiration, d6a - d6b, d7b, f1 - f14, g4 device bla number, g5, g7, h2, h7, h9. The following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. A2 - a6, b6 - b7, d10 concomitant medical device. Attempt #1: 05/03/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 05/05/2023 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the patient and additional device information as requested. Bedside monitor(s): model: csm-1901a. Sn: ni. Device manufacturer date: ni. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: not returned.